Event description:
It was reported that the patient experienced a pocket infection approximately two months post implantation of an implantable pulse generator (ipg). The patient was undergoing surgery for lead removal and a new device insertion when cardiac perforation occurred causing tamponade leading to patient death. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).